Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after a robotic procedure which was later converted to a lap/open extended right colectomy for colon cancer there was a staple line leak with complete disruption of the staple line, no tension and good blood supply. A reoperation was performed. There was an extension of the anastomosis and end ileostomy.